Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the distal tip of the arthroscope, 4.0mm, 30 deg, 175mm (stryker style) came in contact with an arthroscopic shaver blade, scratching the lens. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: damaged distal tip, objective, window and optics. Tube bent and dented, image was cloudy/foggy, missing adapters, minor scratches on the unit. The objective, objective window and rod lens were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The user error was identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that during a shoulder repair procedure on (B)(6) 2021, it was observed that the distal tip on the arthroscope, 4.0mm, 30 deg, 175mm (stryker style) device came in contact with an arthroscopic shaver blade, scratching the lens. During in-house engineering evaluation, it was determined that the image was cloudy/foggy on the device. Another like device was used to complete the procedure without delay. There were no patient consequences reported. No additional information was provided.